Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a error was found due to failure in both speakers. The device is unable to be serviced due to insect infestation. No repairs will be done at this time.